Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal adhesions ("portion of my bowel is attached to the vaginal cuff") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("worsening of her migraines/migraines"), headache ("worsening of her headaches/headaches"), vaginal infection ("chronic vaginal infections/vaginal infection"), depression ("worsening of her depression/depression"), anxiety ("worsening of her anxiety/anxiety"), fatigue ("chronic fatigue/fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (bilateral salpingectomy) and surgery (vaginal cuff repairs in may-2014 and jun-2014). Essure was removed. At the time of the report, the pelvic pain, fallopian tube perforation, abdominal adhesions, arthralgia, uterine pain, vaginal infection, vaginal discharge, depression, anxiety, fatigue, dysmenorrhoea and irritable bowel syndrome outcome was unknown, the abdominal pain lower, back pain and dyspareunia had resolved and the migraine and headache had not resolved. The reporter considered abdominal adhesions, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, migraine, pelvic pain, uterine pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on(B)(6)2018: new events added- dysmenorrhea (cramping), perforation (fallopian tube(s)), irritable bowel syndrome and portion of my bowel is attached to the vaginal cuff. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, arthralgia, uterine pain, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dyspareunia, fatigue, headache, migraine, pelvic pain, uterine pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.